Event description:
It was reported that "surgeon was operating when a portion of the seal/reducer became disconnected and fell into the abdomen of the pt." The seal was retrieved.

Manufacturer narrative:
The device has been returned to conmed for eval. Once the investigation is completed, a supplemental report will be filed.